Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Based on the information available at this time, no definitive conclusions can be made. This is a pt with a complex medical/surgical background. Eight days post implant the pt was readmitted for an infected hematoma which appears to have continued to escalate. The pt underwent multiple debridements until approximately six weeks post implant when the ventralex mesh along with an unknown previously implanted mesh were excised completely. The information provided indicated that the pt was treated for adhesions and hematoma, both of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infections. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. There was no lot number included in the medical records provided; therefore, a review of the manufacturing records could not be conducted. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The medical records provided did not include information in regards to the initial complaint made by the pt's attorney. The initial complaint was reported to the FDA in accordance with (B)(4).

Event description:
The initial attorney report alleged pain, explant, permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2009 - laparoscopic repair of ventral incisional hernia with ventralex mesh. The defect was noted to be due to the pulling loose of a previously placed unknown mesh. The hernia and the defect in the unknown mesh was repaired with the placement of the ventralex mesh. On (B)(6) 2009 - admitted for post operative infected hematoma for IV antibiotics. On (B)(6) 2009 - while admitted the pt underwent drainage of an abdominal wall abscess and debridement of foreign body. "Some foreign body of the graft was removed." On (B)(6) 2009 - incision and drainage and debridement of foreign body. "A lot of the foreign body was retrieved." On (B)(6) 2009 - laparoscopic take down of adhesions and identification of abscess in anterior wall mesh. Open resection of two small bowel perforations with anastomosis and mesh removal. Reportedly, both the unknown mesh and the ventralex mesh were completely excised. The small bowel was run and at this time two areas of adhesions, inflammation, and perforation were identified requiring two small bowel resections.